Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload and one adapter xl opened by the account. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The reload was engaged with the adapter. The proximal end of the adapter was broken. The articulation flag was broken. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 16 autoclave cycles for the adapter. The adapter was dismantled for evaluation of internal components. No damage was on the lock out slider block. The articulation nut was advanced in the push position. Functional testing of the reload could not be performed due to the noted damages. The reload was removed and the adapter was reassembled. A pmv representative battery, handle, and reload were utilized for all functional testing. The adapter was inserted onto the handle and calibrated without issue. All five white status lights illuminated indicating more than 15 surgeries remaining on the adapter. A pmv reload was inserted onto the adapter and the reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated clockwise in increments of forty-five degrees and fully articulated left and right each time to detect an out of round sulu load ring but the reload detect led did not turn off indicating that the software recognized the presence of a reload the entire time. The pmv reload was then fired. The reload cut cleanly on the appropriate test media. The reload loaded, unloaded, articulated, rotated, and opened/closed properly and without difficulty. Engineering evaluation of the adapter noted visual or functional abnormalities. A review of the adapter device history record indicates the device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the reload device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The fact that the reload was in the closed position combined with the adapter articulation nut being in push position, will prevent the user from removing the reload, leading to the "difficult to unload" condition. Forcing the reload from the adapter when in this position will cause the damage seen with the reload from the case. The handle was not returned so the role it played in the advancing of the articulation nut could not be evaluated. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, during a sleeve gastrectomy, the jaws of the reload closed and then wouldn't open. The device would not articulate or rotate after several attempts. Finally, the reload would not come off the adapter. There was no delay, injury or adverse event reported.